Event description:
Patient was undergoing embolization treatment for unruptured aneurysm. Physician was placing coil in the aneurysm, and after repositioning two or three times he pulled back on the delivery pusher, but the coil did not detach. While the physician was drawing the coil back he felt that the coil was stuck and then it subsequently snapped. He thought the sr wire was separated from the coil. Almost all the coil remained in the aneurysm and only a little remained in the microcatheter. Because there was no kink in the delivery pusher the remaining coil as pushed and placed in the aneurysm by the pusher. Physician comment: I know the sr wire of the pc400 has the properties for stretching slightly. However, I clearly felt that the sr wire was not stretched, but separated.

Manufacturer narrative:
Results: the pet lock on the proximal end of the pusher assembly is broken. The pull wire is not in the capture feature of the distal detachment tip (ddt). The constraint ball is not in the ddt. Coil appears to have been deployed and detached properly. Conclusion: the complaint has been evaluated. The complaint states that the coil got stuck after two or three manipulations and snapped. Upon evaluating the returned device, it appears the pusher assembly functioned properly. The pet lock is broken and there does not appear to be any piece of a broken coil. Based on the observations made during the investigation, there appears to be no issue with the coil or the pusher assembly; however, if the coil was manipulated in the patient with a force greater than the tensile strength of the material, damage is likely to occur. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.